Event description:
It was reported that approximately two days post implant, the right atrial (ra) lead dislodged. X-ray performed and confirmed dislodge. It was also reported that the ra lead pacing failure and sensing failure were confirmed. The ra lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.